Manufacturer narrative:
The set was received and was visually and functionally tested. There were no visual defects noted. When functionally tested the check valve allowed back flow. The disc was examined and there was no off set or particulate noted. The exact cause is unk, however, it is suspected that the backflow may have been due to particulate that was washed away during the testing of the set. The supplier of the check valve has added inspection steps and changes to the process to ensure the disc's are assembled correctly and to reduce the likelihood of particulate being introduced into the check valve during mfg.